Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom "door not fully latched" was confirmed. It was caused by failing upper aux (link switch). As a result, the upper aux was replaced.

Event description:
It was reported that a pump was alarming for a constant "door not fully latched" message. There was no pt injury.